Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Related report number # mw5158597.

Event description:
It was reported that the pump shut off unexpectedly. Reportedly, the cartridge was changed to address the issue. There was no reported adverse impact to the customer¿s blood glucose level. No additional information was provided.